Event description:
No new information.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that on saturday bent down on their knees to plug in some christmas lights and when they did that, patient felt a buzzing, zapping and swirling sensation right at implant location which lasting for a short period of time. Patient said that then they felt nauseous, lightheaded and dizzy and patient said that the lights on the christmas lights were all flashing whereas patient's daughter said that that the lights were not flashing. Patient's daughter helped the patient stand up and said that it felt like the unit got kicked out and dropped down because patient wasn't feeling good and started having heart palpitations and all of that. Patient was taken to the emergency room had an EKG and bloodwork performed and was told that everything was fine. ER staff redirected patient to their healthcare provider (hcp) to further address the issue. Patient said that they did call managing hcp office last saturday and just received a reply today that they don't think the incident was related to the symptoms and redirected patient to call patient services (ps). Reviewed therapy and device information. To check implanted system, the patient was redirected to make an appoi ntment with hcp and request a representative to be at the appointment to run diagnostic testing. Patient mentioned that they have an appointment scheduled with managing healthcare provider on (B)(6). Patient also mentioned that as soon as this incident occurred experienced a return of symptoms and was going to the bathroom constantly. Patient said made an adjustment to the setting, said that they couldn't remember what the setting was on before however was able to feel the stimulation when they increased the setting. Patient said that the adjustment helped with the bladder control issues. Other medical history provided included that two days after the incident patient was tested and diagnosed with covid and has been in bed since then and hasn't gone anywhere. Patient also mentioned has anxiety issues.